Event description:
Caller reported a minimum fill notification. There was no reported adverse impact to the customer's blood glucose level. Customer attempted to reload cartridge with less than the recommended 80 units of insulin. Technical support educated the customer on the correct procedure, and the customer acknowledged understanding. Customer resolved issue by loading a new cartridge.